Event description:
Customer reported a delay of about 45 minutes in starting chemotherapy related to the tubing being flattened out. A zantac premed hung as a secondary with proper head height to infuse over 15 minutes did not completely infuse. The nurse noted the secondary was half full and only the primary (250 ml normal saline bag) was dripping. While troubleshooting the nurse removed the primary set from the pump and noted the tubing was completely flattened. The set had been in use for just over an hour. The pump and tubing were both changed and the infusion was successfully completed. The tubing setup was saved bit she does not know if the pump module and pcu were sequestered. There was no patient harm and no medical intervention was required. Customer stated that the user did not provide any additional patient/event information.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.